Event description:
On (B)(6) 2024 ~2030, (B)(6), (respiratory care practitioner) noted patient was not maintaining adequate tidal volumes, with no improvement from inflating pilot balloon. (Respiratory care practitioner) performed emergent trach tube change at this time with same size trach (8cn85h). Change was done with no incident to patient. Patient was placed back on mechanical ventilator with same settings and monitored. Vitals within normal limits. Patient had initial tracheostomy tube placement done on (B)(6) 2023, and was pending initial trach change to be done by md.